Event description:
Customer tested with freestyle meter and received a reading of 137 mg/dl. Customer began to exhibit signs of low blood sugar and paramedics were called. Paramedics received a reading of 47 mg/dl with an unknown brand of meter ten minutes later. Customer was treated intravenously. Test site was cleaned with alcohol prior to testing. Customer was uncertain if test site was allowed to dry prior to testing.